Manufacturer narrative:
H6 - a follow up report will be sent when device analysis is complete.

Event description:
Hcp returned device to manufacturer for analysis to check for proper function. A follow up report will be sent when additional information is received.